Manufacturer narrative:
A medtronic representative, following-up at the site, reported resolution confirmed on call for medtronic technical support. After the frame was bumped a new spin was taken and accuracy was restored. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Issue resolved, evaluation not needed.

Event description:
A medtronic representative reported that, while in a multi-level spinal fusion procedure, the frame was bumped. This caused a two screws to be inaccurately placed by the surgeon. The screws were removed and repositioned using a new imaging system spin. No further details regarding this issue, or specifically when it occurred, were provided. After the frame was bumped a new spin was taken and accuracy was restored. Issue resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was approximately ten minutes. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction to adverse event/product problem. There is no product problem: there is no allegation to suggest that medtronic navigation's device caused or contributed to the adverse event. As previously reported the frame was bumped. A medtronic representative, following up with the site, reported that the inaccuracy was 5 millimeters or less. The software investigation found that a probable cause was due to the change in the frame to patient relationship which may have invalidated the registration. Software is functioning as designed. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."